Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please confirm the quantity of devices that presented suture breakage? One box of 36 eaches in march (lot pl6628), 20 eaches in april (lot qbmpph) - new complaints opened: what was being done when the sutures broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)?. Please specify quantities. During knot tying. Did the event(s) occurred during a single procedure or were multiple procedures involved? Multiple rhinoplasty procedures. If multiple procedures involved, please specify the quantity of affected devices during each procedure. 3. Were these previously reported to ethicon? If yes, can you provide a product complaint number? No. Procedure(s) name? Rhinoplasty. Were there any patient consequences? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Note: events reported in 2210968-2021-04646 and 2210968-2021-04647.

Event description:
It was reported that a patient underwent a rhinoplasty procedure in (B)(6) 2021 and suture was used. During the procedure, multiple sutures broke very easily. No adverse patient consequences were reported. Additional information was requested.